Manufacturer narrative:
Product analysis: 2026-04-01, it was further determined that the external pulse generator (epg) exhibited excessive battery consumption, with batteries depleting within approximately two hours of operation. During evaluation, an error code was observed, and it was identified that the internal battery had significantly reduced autonomy. The unit was confirmed to be non-operational. No parts were replaced, and the product was recommended for further evaluation or replacement. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: it was determined at the analysis that the external pulse generator (epg) was non-functional and cannot be used. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator (epg) required corrective maintenance/repair. The epg was returned for evaluation and subsequently tested out of specification during the manufacturer's analysis. No patient complications have been reported as a result of this event.